Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented to the emergency room experiencing syncope. There was intermittent loss of ventricular capture and unstable thresholds exhibited. A procedure was performed, and the right ventricular (rv) lead was successfully tested through the analyzer. The physician decided to only remove and replace the implantable pulse generator (ipg). Reprogramming was performed for the rv lead, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.